Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported their symptoms were the same as before implanted 3 days ago. The patient mentioned that they got better results on the temporary lead. Agent reviewed therapy expectations. Patient requested for help on the communication process. Agent provided connection tutorial achieving successful link with implant. Patient stated that their healthcare provider (hcp) advised them to leave their current stimulation level (1.1) for a while. Patient requested their manufacturer rep to call back for assistance. Agent emailed rep for callback. Patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026. The patient called back and repeated information, that their therapy results during their evaluation were much better than now, now their symptoms are no better than before they got it. The patient said they think the level needs to be higher however declined when agent offered to assist to make an adjustment stating the rep told them not to change it for 2 weeks but the patient should call the rep if they need to make an adjustment. The patient said they have also noticed therapy was turning off on its own, when they synch up it is off. Tried to review equipment / app use however the patient received several phone calls asking agent to hold. The patient said they have also been trying to be in touch with the doctor because they are experiencing itching and think it is from the tape like it was during their evaluation but they haven't heard back from the doctor and haven't heard back from the rep even though they have tried calling. Redirected to their doctor for medical concerns and therapy adjustment questions. Offered and emailed the reps in the area.